Event description:
(B)(4). The clips were covered by my insurance. I got the clips (B)(6) 2013. Immediately noticed onset of unexplainable and severe ocd and anxiety. My home life suffered and my job suffered greatly. I immediately got what I thought was a cold or sinus congestion and it never went away until I got the clips out 3 years after having them. I had irritability, constant pain and swelling, issues with ovarian cysts which were never present prior, constant fever, and more. I lost my will to make things work and became very lethargic about life. Being in constant pain and mentally foggy feeling you can't even begin to explain to people because you don't understand it yourself is a horrible feeling. I struggled with being a horrible distant uncommunicative wife which was never an issue for me prior to the clips. I had 19 months of unexplained bleeding which we could not stop and I was brushed off by my doctor more than 12 times saying it could not be the clips. What he found upon opening me up to remove the clips is that one clip had imbedded in my ovary and likely was the cause of my pain, swelling, bleeding, fever, etc. The day I got those clips placed was the start of the 3 worst years of my life health wise and mentally. Everything around me crumbled with these extremely life altering symptoms. The worst part is that when you try and explain these things to doctors they act like it's not the clips and it's not that big a deal because you aren't dying or dead but this altered my entire existence and relationship and how I handled my child and the mother I could not unbecome. The ovary which had a clamp imbedded had to be scrapped until healthy tissue was revealed leaving me with most of my left ovary gone. My hormones are so out of wack now that I have developed some kind of fatty tumor lumps in my chest which are extremely painful and horrible. I am still working on finding out exactly what they are.